Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a scheduled vena cava filter retrieval approx 7 months post-implant, a detached filter arm was noted to be embedded in the ivc wall after successful removal of the filter. No attempts were made to remove the detached arm. There was no reported pt injury.